Event description:
It was reported that during a thyroidectomy, there was an error code 3. There were no pt consequences.

Manufacturer narrative:
Date sent: 7/3/2007. The hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. No error code was noted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.